Event description:
Additional information was received on 12jan2020 via email from the patient. It was reported that the patient was still on steroid and stopped with the antibiotics 2 days prior. It was added that the patient experienced secondary and tertiary infection since the appearance of the ulcer.

Event description:
Additional information was received on 23/jun/2020 via email, medical records received from concord eye center. Reportedly a day or prior that she had irritation due to contact lenses. Since the irritation, she discontinued use. Her symptoms got progressively worse. She was wearing air optic night and day soft contact lenses ¿lot number 31384671. The patient has been using this brand and style of lenses for many years. Patient was originally instructed to wear these contact lenses day and night continuously for 1 month. She would then discard the lens and open a new set. At the time of infection/ irritation, she had been wearing that contact lens for 5 days. At the time of presentation on (B)(6), the patient was found to have count fingers vision in the left eye, with a significant central/ paracetamol ulcer that measured around 6mm with an accompanying infiltrate and a 1 mm hypopyon. At that time, she was starting on moxifloxacin hourly in the left eye. I evaluated her on (B)(6) and was found to have hand motion vision left eye with a 0.75mm hypopyon a 5mm x 4.75mm epi-defect with accompanying infiltrate. At this time, I started her on fortified vancomycin 50 mg/ml and tobramycin 16 mg/ml alternating every ½ hour in the left eye. On follow up, (B)(6) the epi-defect and infiltrate were unchanged, the edges of epithelium appeared ¿ratty¿, and the hypopyon had decreased to 0.3mm in height. At this time, the fortified antibiotics were decreased to alternating q 2 hours. Over the next couple of weeks, the patient¿s epithelium demonstrated vacillating amounts of healing, while the infiltrate demonstrated improved transmissibility of light and reduction of corneal edema. At this time on (B)(6), prednisolone acetate 1% was started four times per day. The patient¿s vision improved to 20/200 as of (B)(6), and an amniotic membrane disc was placed on the cornea to boost healing. On (B)(6) , the patient was found to be 20/100 os and had a linear area of pooling with surrounding corneal stromal thinning and scar. The patient had also been changed from fortified antibiotics to moxifloxacin qid. Over the month of (B)(6) 2019, the patient was evaluated for improvement in corneal surface and maximization of vision. The patient was eventually changed to low dose steroid ointments and further tapering of prednisolone acetate 1%. At this time, the patient¿s vision was fluctuation from 20/100 to 20/40. At this time the patient has halos and glare at night, with monocular diplopia (left eye) when looking down and to the right. At this time, the patient also developed recurrent epithelial erosions over the site of dense scar. Over the months of (B)(6) 2019 through (B)(6) 2020, the patient was found to stabilize. During this time, the eyes was treated with lubrication, muro 128 ointment and drops, and tapering prednisolone acetate 1%. Currently the patient is stable without recurrence of her os erosion syndrome. She is 20/40-1 best corrected in the left eye and has a significant corneal scar with thinning.

Manufacturer narrative:
B5., g1., g2., h6.,: new information had been received and the additional information has been updated.

Manufacturer narrative:
The actual complaint product was not returned for evaluation, therefore no product evaluation can be performed. Manufacturing investigation through device history record review of the lot number has been conducted. The lot number was manufactured on 27-dec-2018 and released on 07-jan-2019. This lot has gone through all manufacturing process stages as required by the procedures. There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. The dry lens was assigned to the lot and confirmed to met the molding process specifications. This lot has gone through 100% wet visual cosmetic inspection following the standard operating procedure. The cosmetic sampling inspection of quality control (qc) primary packaging online inspection and qc final cosmetic inspection at post autoclave confirmed to meet the acceptance criteria. The lot was processed at primary packaging machine. The sampling taken for package integrity during primary packaging process, qc mantis sampling inspection, and qc post autoclave inspection was within the specifications. The batch record of saline packaging solution that used for this lot has been reviewed and met the specification. The sterilization process parameter and bi incubation result also met specifications. The historical complaint data and trend related to serious adverse event for the product has been reviewed and did not indicate any adverse trend. Tracking in complaint database, there was no other complaint reported to this lot. Manufacturing site inspected the retain samples of the lot to ensure no possibility of product contamination. The retain samples showed to meet specifications, no leakage or package integrity defect found. Based on the investigation, this lot has passed through all manufacturing process as required by the procedures. The lot confirmed to meet all in-process and finished product specifications at the time of release. No root cause can be determined. There is no impact to the other product and no field action assessment is required. No corrective, preventive action will be initiated for this complaint. Continuous monitoring of these types of events through trending and analysis may indicate future action. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient experienced corneal ulcer and hypopyon in the left eye (os). The patient went to the local emergency room (ER) and was then sent to an eye hospital. It was added that the patient had 90% vision loss which would eventually be regained due to going to the doctor immediately. It was noted that the patient had a permanent scar on the os or a serious bodily injury. The patient was treated with fortified antibiotics and steroids. It was mentioned that the issue has not been resolved. Additional information has been requested but not yet received.